Event description:
On (B)(6) 2020, the lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch ultra2 meter read inaccurately high compared to a hemoglobin a1c result. The complaint was classified based on the customer care agent (cca) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter inaccuracy occurred before breakfast on (B)(6) 2020; the patient was unable to recall the exact time. The patient claimed obtaining an alleged inaccurate high result of "208 mg/dl" with the subject meter compared to an a1c result of "7.0 %". The patient informed the cca that they manage their diabetes with oral medication (metformin 500mg twice daily) and denied making any changes to their usual diabetes management regimen in response to the elevated result. The patient reported developing symptoms of feeling "weak, tired and sleepy" right after the alleged issue occurred; exact time was unable to be recalled. The patient reported self-treating with food in response to the symptoms. The patient denied using any other device to test their blood glucose. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. The subject meter could not be ruled out as a cause or contributor to the event.